Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge dropped from 50% to 25%. The battery gauge later jumped from 60% to 90% without being connected to a power source. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.